Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock in testing. Philips evaluated the device and reproduced the symptom. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the device did not deliver a shock in testing.